Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no averse effect to customer's blood glucose levels.